Event description:
Patient emailed stating they took two test (one on (B)(6) one on (B)(6)) that were both tested on (B)(6) and one came back positive and the other negative. The patient said they find it hard to believe that they were in fact positive for coronavirus given that they were negative on (B)(6) (and negative for all tests prior), positive on (B)(6), and then negative on (B)(6). They have had no symptoms.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The eua (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample (B)(6) was collected on (B)(6) 2020 but not tested until (B)(6) 2020 due to a backlog of tests that resulted from infection surge rates. The patient's sample (B)(6) resulted in a viral CT value of 37.74 which falls in the positive range. No corrections were made to this test report upon release to the patient. Sample (B)(6) was located on (B)(4) at position e9. Upon testing the patient's sample, it resulted with a CT value of 39.82. Since sample (B)(6) had a viral CT value of 39.82 (repeat range) and was next to a highly positive sample, it was repeated. As a result, sample (B)(6) was relocated to (B)(4) at position b4. Repeat testing started on (B)(6) 2020 at 7:01 pm est and was resulted on (B)(6) 2020 at 2:00 am est as positive with a CT value of 37.74 per the clinical lab's investigation, the initial result for sample (B)(6) was repeat since it produced a viral CT value 39.83, which is in the repeat range according to standard operating guidelines. As a result, testing for sample (B)(6) was repeated on (B)(4), position b4. This plate contained several empty wells - all of which displayed zero viral or human amplification. Although sample (B)(6) was in direct proximity to a positive sample (position c4, viral CT: 35.37), contamination was ruled out based on evaluation of the controls, lack of amplification in empty wells, and standard operating guidelines. Based on this information, we believe the results for sample (B)(6) were reported correctly. (B)(4) was created manually in plating (sop pl-5018, version 1.0), manually extracted using the norgen kit (lot# 599343, sop ex-5001, version 3.1, reagent lot #s: wash buffer lot # 18516400, elution buffer lot #202809 and filter plate lot # 599133), and manually prepared for qpcr using a mastermix from batch 37. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. A customer success team member responded to the patient on (B)(6) 2020 and explained to the patient how curative's pcr test works. The customer success team member also explained how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative can not confirm the patient's claim of false positive. The result of the investigation correctly shows a true positive result.